Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint. Visual inspection did not observe any broken cables. Failure analysis investigation found that the monopolar adapter near the instrument tip was broken at the proximal end, within the wrist adapter. The disposable hook was still attached, suggesting that the break occurred during the procedure. It was concluded that the damage may have been due to excessive load applied at the hook tip. The conductor wire was loose, but remained intact and electrical continuity passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken monopolar adapter near the instrument tip could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the cable of the monopolar cautery instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.